Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.0/+3.0/093 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The reporter indicated the patient experienced elevated intraocular pressure, pupil block, pigment dispersion and unreactive pupil (fixed). The reporter indicated there is suspected urrets-zavalia due to temporary aquaport block and intraocular pressure spike. At last visit on (B)(6) 2017, the intraocular pressure was 10 mmhg, dilated pupil not very reactive and some pigment on the lens. The lens remains implanted. The patient was reported as being well and without pressure.

Manufacturer narrative:
(B)(4).